Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer occluder were reported in a research article in a subject population with multiple co-morbidities including cerebrovascular accident, transient ischemic attack, migraine, venous thromboembolism, dyspnea, and st elevation myocardial infarction. Complications reported included patient device interaction problem (residual shunt), stroke, renal failure, heart failure, vascular dissection, pulmonary embolism, shock, aneurysm, bradycardia, tachycardia, arrhythmia, dyspnea, syncope, headache, fatigue, movement disorder, ascites, surgical intervention (device explant), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transcatheter closure of patent foramen ovale - a single center experience. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "transcatheter closure of patent foramen ovale - a single center experience", was reviewed. This research study is a retrospective single-center experience to evaluate the long-term clinical outcomes of patients presenting with transcatheter closure of patent foramen ovale (pfo). The devices included in the study were gore and amplatzer occluder. The article concluded that the procedure-related deaths of pfo closure were low, but a significant number of patients died due to their comorbidities and disease processes. [The primary and corresponding author was reecha suri, college of medicine, university of kentucky college of medicine, lexington, kentucky, USA, with corresponding e-mail: reecha.suri@uky.edu.] This study included patients who underwent pfo closure from 01 january 2012 and 31 december 2022. A total of 289 patients were included in the study, of which an unknown amount received an abbott device. The average age was 50.3 years. The majority gender was female. Comorbidities included cerebrovascular accident, transient ischemic attack, migraine, venous thromboembolism, dyspnea, and st elevation myocardial infarction.